Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, noise resulting in oversensing was noted on the right atrial (ra) lead. The physician suspected an ra lead fracture to be the cause of the event. The ra lead was capped and replaced to resolve the event and the patient was in stable condition following the procedure.